Event description:
Purchased a freestyle libra 15 day glucose monitor system in (B)(6) 2019. This was approved through my physician to try it out although she did not know too much about the system. Started using the system in (B)(6). The sensor pads that you attached to the system say they will last 14 days, (if you look at the fine print it says "up 14 days"). My sensors never reached 14 days. Would typically last 12-13 days. The reading you can get are easy to get and getting multiple readings a day can help with monitoring my blood sugar. This is where my big problem is. Using the sensor and the blood test strip feature of the meter have had readings there were sometime big discrepancies in the reading. As high as 30-40 point differentials. When I compare it to my onetouch meter I have discrepancies up to 70 point spreads. In (B)(6) had a a1c blood test and that test showed my average blood sugar at 7.4. Interpreting the freestyle meter summary reading I would have predicting around a 6.3 a1c reading. I have spoken to customer service at abbott lab freestyle group and have little to no support. I have a requesting a new meter and they tell me the meter is fine. On my second case number opened with the freestyle group the rep informs me it's because of my chemo treatments I am going through that is causing the problems. Again I have asked for a refund or replacement of the product which they will not honor. I have been given false info, fraudulent claims, and down right lies from abbott labs freestyles libre 14 day group. Not sure what to do. I feel I have been taken advantage by using this product and does not support my efforts on controlling my blood sugar. I hope this is not happening to many people. Inaccurate blood sugar test. FDA safety report ID# (B)(4).